Event description:
It was reported that the wake button was unresponsive. Customer's continuous glucose monitor read "high.¿ a manual insulin injection was administered to address high bg level. It was later determined the wake button was functioning as intended. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.